Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had a fracture. Device fracture was confirmed thru x-ray imaging. No further information has been obtained. Additional information was received that the patient was checked for impedances and everything were within normal limits. The patient was reprogramed and all pain areas were covered. The devices remained implanted and in service.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads . Model: sc-2352-70. Serial: 7075135. Batch: 7075135 . Upn: m365sc2352700. UDI: (B)(4). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record : it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, model: sc-2352-70, serial: (B)(6), batch: 7075135, upn: m365sc2352700, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had a fracture. Device fracture was confirmed thru x-ray imaging. No further information has been obtained.

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had a fracture. Device fracture was confirmed thru x-ray imaging. No further information has been obtained. Additional information was received that the patient was checked for impedances and everything were within normal limits. The patient was reprogramed and all pain areas were covered. The devices remained implanted and in service.